Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were changing the set, but nothing happened and the motor was not going down. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer inserted the reservoir to the insulin pump, but it was not going in. The customer then checked the motor it was at the middle. The customer reported that they had already tried doing rewind multiple times. The customer stated that they are unable to exit the preparing to prime loop. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. It was reported that there were no alarms on the insulin pump and it was stuck on the fill tubing process. The customer was advised to revert to back up plan per the healthcare professional¿s instructions. The device will be returned for analysis.